Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site on (B)(6) 2017 and subsequently was treated with oral antibiotics for a duration of 2 weeks. There are plans to explant the device however this has not taken place as of the date of this report.